Event description:
It was reported that the asymptomatic patient presented during follow-up in clinic on (B)(6) 2021. It was observed that the pacemaker was in backup vvi mode since (B)(6) 2021. The pacemaker was reprogrammed to resolve the issue. There was no patient consequences.